Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious because sometimes, a surgical intervention is needed to remove a device whose cuff had failed to deflate if forcibly removed with the cuff fully inflated, this could have resulted in serious harm to the patient. (B)(4).

Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product reinforce tube size 7.0 mm. Customer complaining: "the user was not able to deflate the cuff check before use."